Event description:
A report was received that the pt's precision system will be explanted due to bad headaches. The pt is currently implanted with a shunt that may have cracked, causing the headaches. In addition, the pt is having difficulty charging as the pt's ipg appears to be tilted. The physician has recommended an explant.